Manufacturer narrative:
The insulin pump was set the proper date and time and passed the reset error test. The insulin pump had intermittent button response due to corroded keypad traces. No reservoir icon anomaly was noted. The insulin pump functioned properly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window anda cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer's blood glucose was 211 mg/dl. Customer was not able to clear alarm due to buttons not responding. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.